Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Replaced electrovanne assy. To correct issue. Also replaced left side door assy. (Missing magnet), tip replacement kit. Performed software upgrade to the latest versions. The unit passed all diagnostic tests, functional tests, and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the fill chamber on the fms vue pump system device was filling to the top during a shoulder stabilization surgical procedure. There were no alarms triggered. A second tubing set was tried and the fill chamber slowly filled to the top during the procedure. The case was completed using the second tubing set with no consequence to the patient and no delay in the procedure. One tubing set and one fms vue will be returned for analysis by the sales rep. The sales rep confirmed that the overflll was from the saline bag. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.